Manufacturer narrative:
Additional information was received and it was learnt that during the explant there was no capsular tear, no incision enlargement, no vitrectomy was performed, no sutures used and no serious patient injury was reported. The patient was reported doing well post operatively. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the product was damaged, most probably to make the explant possible. Scratches on the anterior and posterior side of the optic were observed. The investigation of the return sample did not suggest that the damages were introduced during manufacturing. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 16.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, without incident because the doctor stated that he chose the wrong cylinder power for the patient. The lens was replaced with a zct150 16.5 diopter iol. No additional information was provided.